Manufacturer narrative:
Continuation of d10: product ID 3888-33 lot# j0333882v implanted: (B)(6) 2003 product type lead product ID 3888-33 lot# j0343660v implanted: (B)(6) 2003 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(6), ubd: 16-jul-2007, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(6), ubd: 22-sep-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they were one of the first 6 people in the nation to get an implant and each year the battery went out so from 2003 to 2006 they kept getting new batteries. Now many years later the patient's legs are vibrating as if the stimulator is still active and the left leg is out of control. Patient said something is vibrating constantly and they can't sleep right now and it is driving them crazy. The vibration goes from their waist to their toes. Pts doctor said that someone needed to be alerted that the leads were some how activated. The doctor said to call medtronic since this was really rare. Pt claimed they still had the 2 leads and double wires but not the ins battery implanted in them. Caller noted when implanted, the rep was not aware of the whole surgery and said they will jimmy rig it and there might be a piece between the leads. Pt said the unexpected stim was on and off but now it was constant and they had a pain management doctor who had been doing spinal cord blocks to try and control the pain but the vibration feels like it did when they had their stimulator turned to high. Pt said they were too old to get their leads taken out now since it was too risky and they have had many surgeries. Pt wanted to know if a rep could deactivate the neurostimulator leads to help. Agent asked if pt had any recent falls or traumas and they noted that the leads maybe migrated because they had a [unrelated] horrific surgery in 2018 where 3/4 of their stomach migrated over their heart into their left quadrant. Patient had other minor surgeries in that area but they don't know where the wires are sitting. Probably since 2019 the unexpected stimulation was on and off but now it was constant. The patient was redirected to their healthcare provider to further address the issue. Agent provided patient nas phone number and emailed patient physician listings.